Manufacturer narrative:
Continuation of concomitant products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: extension . Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: extension. Product ID: 3387s-40, lot#: va1h8z1, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: lead. Product ID: 3387s-40, lot#: va1h8z1, implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type : lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 04-jun-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 15-feb-2022, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-feb-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had significant skin breakdown on left skull top. Stimloc was completely exposed on left side and also part of left vim lead and extension were exposed. External factors may include the patient being a chronic smoker. The entire system was explanted and the issue was resolved. The devices were discarded.